Manufacturer narrative:
Investigation results: visual inspection observed that the jaw boots forms a complete assembly with no shredding present on tips. When the toggle was actuated on handle assembly, the jaws fully opened and closed as intended. Additional observations are that blood was present on jaws and tri-heater assembly. A burn mark from the cutter wire of tri-heater assembly was also present on the serrated section of cold jaw boot. Resistance measurements and functional pre-cautery tests were conducted and there were no non-conformances discovered during the investigation. The device meets electrical and mechanical specifications. A lot history review was completed for the product, there was no conformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device will not activate during use. Device was not in the pt at the time the event occurred. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. In 2009, maquet received additional info from the hospital that the rubber coating on the device's tip shredded and device was never used on pt.